Event description:
Information received from the field notes a bipolar lead impedance of 1389 ohms and a bipolar capture threshold of 3.25 v, 1.0 ms. Unipolar impedance was 342 ohms and the capture threshold was 0.75 v at 0.4 ms. The pulse generator was left in the unipolar configuration. A subsequent follow-up showed a bipolar lead impedance of <200 ohms and a low sensing threshold of 1.3 mv. The patient suffered pectoral stimulation in the unipolar configuration.